Event description:
New information received indicated the patient presented in clinic for follow up where the early battery depletion was identified. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a pacemaker that exhibited early battery depletion. No intervention or changes were reported. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level and programmed to high settings. Visual inspection of the header found the atrial septum missing and setscrew stripped by end user caused by inserting the wrench tool at angles. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.